Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on 12/20/2016 that on (B)(6) 2016, that the patient passed away. Patient's mother reported that the patient passed away at home due to cardiac arrest. Patient did not answer the mother's call, and sent patient's brother to his house. Patient's brother found patient had passed. Patient's brother contacted a doctor who provided a death certificate. The patient's body was transported to a funeral home. A copy of the certificate of death was not provided. Patient's mother reported that the continuous glucose monitor (cgm) was not on the patient. The cgm was found on his desk. There was no alleged device malfunction. Additional event or patient information is not available. No product or data was provided for evaluation. The customer complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.